Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported a patient's right ventricular lead presented with high pacing impedance. The pacing threshold had also increased. Programming changes were made to restore normal parameters and the lead was explanted in a procedure on (B)(6) 2021. There were no patient consequences.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.